Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, that the sensor wire came entirely off of the sensor pod, remaining in her skin and she removed it. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.